Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection detected cuts in the insulation, which are probably a result of the operation process. The continuing analysis did not show any further deviations from the technical specifications that could be related to the clinical observation. The lead proved to be conforming to specifications and in order. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the above-mentioned rv lead had been implanted on (B)(6) 2015 during a revision. Before its insertion, the lead was tested for its screw-in behavior by the physician on the instrument table. The screw-in behavior was normal. During the lead placement, vf was triggered, and 1x external defibrillation was necessary. The measurement values were good at the end of the op. Half an hour later, it was reported that the lead was dislodged. The lead was exchanged and returned to biotronik for analysis.